Manufacturer narrative:
(B)(4). Visual examination of the returned product found signs of repeated use and the weld for the component has fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was found fractured by staff after surgery while cleaning out the bin. The event did not occur during surgery. There was no patient involvement. Attempts have been made and no further information has been provided.